Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unk; however the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that a bur broke off in a drill attachment. Although there was pt involvement, there were no injuries or other adverse consequences alleged with this event. There was no medical intervention required and the procedure was completed successfully. No additional info is available at this time from the user facility.